Manufacturer narrative:
A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician accessed the left common femoral artery for a peripheral intervention procedure with the involved angio-seal device. A femoral angiogram was performed to confirm sheath placement in the common femoral artery (cfa). The scrub tech performed the angio-seal closure. As the tech began to seal the access site it appeared the device deployed subcutaneously exposing all the collagen outside the body. Manual compression was applied to obtain hemostasis. It was noted the foot plate was not visible and was decided to cut the suture below the skin. Patient recovered without incident and was later discharged. The estimated blood loss was less than 250cc's. The patient is stable. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential subcutaneous deployment resulting in collagen exposure above the skin surface. The exact root cause was unable to be determined. The likely cause was determined to have been subcutaneous deployment of the components resulting in improper positioning and incomplete hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).